Event description:
It was reported that the patient's heart rate dropped to 30/31 bpm. It was noted that the device was disabled on however there was no improvement with the bradycardia. No additional relevant information has been received to date.